Manufacturer narrative:
(B)(4). A fuse 1c colonoscope was received for analysis. A functional evaluation was performed and found that the image flickers when the distal tip of scope is manipulated. The charge-coupled device (ccd) circuit was replaced to resolve the issue. The reported issue was confirmed. The faults were due to an electrical fault with ccd circuit at the distal tip. Therefore, the assigned investigation conclusion code for this complaint is designated as cause traced to component failure. The repair history was reviewed and nothing was found to indicate a possible service-related cause for the complaint.

Event description:
It was reported to boston scientific corporation that a fuse 1c colonoscope was used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the center image of the scope went in and out. The patient's anatomy was not visible on the center image when it went in and out. The procedure was completed using the complaint device. There were no patient complications reported as a result of this event.